Event description:
It was reported that the ventricular assist device (vad) exhibited low flow and high watts alarms. Additionally, it was also reported that three controllers exhibited vad disconnect and two controllers exhibited loss of power. The vad and three controller remain in use, one controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: product ID: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-oct-2018, serial #: (B)(4), UDI #: (B)(4), available for evaluation: no. Evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017, labeled for single use: no. (B)(4). Product ID: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-oct-2018, serial #: (B)(4), UDI #: (B)(4), available for evaluation: no, evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 31-oct-2017, labeled for single use: no. (B)(4). Product ID: heartware ventricular assist system ¿ controller 2.0,: model #: 1420, catalog #: 1420, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), available for evaluation: no, evaluated by manufacturer: no, device evaluation anticipated, but not yet begun,: mfg date: 31-aug-2017, labeled for single use: no. (B)(4). Product ID: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 31-aug-2021, serial #: (B)(4), UDI #: (B)(4), available for evaluation: no, evaluated by manufacturer no, device evaluation anticipated, but not yet begun. Mfg date: 28-aug-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Con413500 was not involved in this event. Product event summary: one (1) controller (con315018) was returned for evaluation. The pump (B)(6) and two (2) controllers (con313769, con413532) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. Failure analysis of the returned controller revealed a bent pin within power port (1). The bent pin did not allow a battery to properly connect to the controller. Additionally, visual inspection revealed contamination within both power ports and the pump connector. These are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of observed bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Review of the controller log files associated with con413532 revealed that the controller was not in use within the analyzed period. Review of the alarm log file associated with con413532 revealed a vad disconnect alarm logged on 28/jan/2022 at 14:25:46, likely due to the controller powered up without the driveline cable connected. Log file analysis revealed that con315018 was the primary controller, initially in use during the reported event date. Review of the controller log files associated with con315018 revealed a vad disconnect alarm was logged on 28/jan/2022 at 00:36:06, likely due to troubleshooting during the reported controller exchange. Review of the controller log files associated with con313769 revealed three (3) controller power up events were logged on 28/jan/2022 between 00:33:50 and 00:34:46 with a subsequent motor start event at 00:37:02. Additionally, three (3) vad disconnect alarm were logged on 28/jan/2022 between 00:33:56 and 00:36:30, likely due to the controller powered up without the driveline cable connected. Review of the data log file associated with con313769 revealed that the controller was not in use prior to the controller power up events; the first data point was logged on 28/jan/2022 at 00:36:58, indicating that the power up events and vad disconnect alarms occurred during a controller exchange. Log file analysis associated with con315018 and con313769 revealed that pump parameters were within normal operation range leading through the analyzed period to 28/jan//2022. Review of the alarm log files associated con315018 and con313769 did not reveal any low flow or high watt alarms within the analyzed period. As a result, the reported controller power up events and vad disconnect alarms events associated with con315018 and con313769 were confirmed. The reported vad disconnect alarm associated with con413532 was confirmed. The reported low flow and high power events were not confirmed. Based on the available information, the most likely root cause of the controller power up events may be attributed to controller exchanges. A possible cause of the reported vad disconnect alarms can be attributed, but not limited to, physical disconnections of the driveline from the controller and/or the controller being powered on without the driveline cable connected during initial programming of the controller. Additional products: d4: serial #: (B)(6) d9: yes, return date: 21-feb-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0706, c15 h6: FDA conclusion code(s): d01, d11 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only one controller exhibited a loss of power.

Manufacturer narrative:
A supplemental correction report is being submitted to note that only one controller was involved in this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.